Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose values and under delivery of insulin from the pump. Customer¿s blood glucose value at time of incident was 272 mg/dl and current blood glucose value was 130 mg/dl. Customer treated for high blood glucose levels with omnipod. Customer was assisted in performing high pressure test and self test and they passed. Customer¿s further blood glucose values were 271mg/dl, 286mg/dl, 269mg/dl, 258mg/dl, 297mg/dl, 319mg/dl, and 302mg/dl. Insulin pump will not be returned for analysis.